Event description:
The facility reports a resident was brought to the bathroom on the bed. Sling was being fixed according to protocol on top of the jib. After that, the lifter was brought up. Then a strange noise was heard. Carer saw the gate was open and the front running wheel of the cassette was visible outside of the rail. The carer then lowered the lifter immediately until the client was back onto the bed, and the sling was released off the lifting frame. The bed was moved, so it was away from the cassette. After that, the traverse was moved over the shower trolley and the cassette pushed back into the rail. After that, the person involved tried the lifter at least 10 times, but the gate stayed closed. (B) (4).

Manufacturer narrative:
The gate was replaced before the inspection by bhm. It was impossible to recreate the event with the new gate on the site neither with the original gate in bhm laboratory. The manufacturer recommends the customer be informed in writing of the conclusions of the investigation and written confirmation of receipt and clear understanding of the corrective/preventive actions be requested. It is also advised the customer retrain the maintenance personnel and record this retraining.